Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a renal transplant, the device was not able to fire and the surgeon was not able to squeeze the handle. Once the vessel was placed between the jaws, the surgeon pressed the green firing button, but the jaws opened itself. A new device was used in order to complete the case. There was no patient injury.